Event description:
It was reported that the customer experienced low blood glucose levels (60-70mg/dl) . Customer was disconnected from the pump to stabilize his blood glucose levels.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.